Event description:
It was reported that after three attempts to position the lead the helix would not extend. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.